Event description:
A user facility reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The treatment was initiated at 6:15am utilizing an optiflux 160nre dialyzer along with fresenius bloodlines. The patient¿s blood flow rate (bfr) was 350ml/min, and the dialysate flow rate (dfr) was 800ml/min. The ultrafiltration (uf) goal was 2.1kg with a pre-treatment weight of 44.2kg. The patient¿s blood pressure (bp) at the start of treatment was 172/80. Two hours and forty minutes into the patient¿s hd treatment, there was an internal dialyzer blood leak. The 2008t machine alarmed appropriately with a blood leak alarm. The blood leak was visible with a blood streak observed inside the dialyzer. A blood test strip confirmed the presence of blood. No physical damage was noted on the dialyzer. After the leak was noted, the treatment was paused. The patient¿s bp at this time was 159/65. The patient¿s blood was not returned resulting in an estimated blood loss (ebl) of 250ml. No adverse effects were experienced immediately following the leak. The patient had no complaints, and no medical intervention was administered. The patient was alert to person, place, and time. The patient was moved to another 2008t machine and re-setup with a new optiflux 160nre dialyzer and new combi set bloodlines. Treatment was resumed at 9:21am and the patient¿s bp was recorded as 134/59. At 10:00am, approximately 40 minutes after the treatment resumed, the patient¿s blood pressure (bp) dropped to 80/33 and the patient lost consciousness for a few minutes. The patient was administered 300ml of normal saline (ns) and 2l of oxygen was delivered via nasal cannula. The patient regained consciousness and the treatment was completed with the same supplies. The patient¿s bp had stabilized to 143/59, and the patient was alert and oriented at the treatment completion. The patient ended treatment at 10:40am with a uf of 1.4kg. The patient¿s end weight was 42.8kg. Additionally, the patient was administered 1g intravenous (IV) vancomycin for prophylactic treatment of the blood leak and sent home without further medical intervention. The machine the patient was on when they lost consciousness was taken out of service and evaluated by the facility¿s biomedical technician. No issues were found, and the machine was put back into service. The nurse and physician assistant believe the blood loss from the dialyzer was possibly related to the patient¿s adverse event. The dialyzer being used when the blood leak occurred was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between hd therapy utilizing the optiflux 160nre dialyzer and the reported dialyzer blood leak resulting in patient blood loss with a drop in blood pressure and a loss of consciousness requiring the administration of supplemental oxygen and normal saline. Additionally, although it was not definitively confirmed, there is likely a causal relationship between the blood loss requiring supplemental oxygen and normal saline due to hypotension and loss of consciousness. Both the nurse and physician assistance stated it is possible the adverse event is related to the blood loss from the blood leak. The patient¿s age and low starting weight pre-treatment put the patient at risk for adverse effects from blood loss in addition to the expected fluid removal during the hd treatment. Although the dialyzer has not been evaluated by the manufacturer at this time, it was reported that the hd machine alarmed appropriately for a blood leak and the test strips were positive for the presence of blood resulting in the patient¿s blood not being returned. Because of the dialyzer blood leak, the patient required medical intervention due to a drop in blood pressure and loss of consciousness. Based on the available information the optiflux 160nre dialyzer blood leak likely caused or contributed to the patient blood loss with subsequent adverse event.

Event description:
A user facility reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The treatment was initiated at 6:15am utilizing an optiflux 160nre dialyzer along with fresenius bloodlines. The patient¿s blood flow rate (bfr) was 350ml/min, and the dialysate flow rate (dfr) was 800ml/min. The ultrafiltration (uf) goal was 2.1kg with a pre-treatment weight of 44.2kg. The patient¿s blood pressure (bp) at the start of treatment was 172/80. Two hours and forty minutes into the patient¿s hd treatment, there was an internal dialyzer blood leak. The 2008t machine alarmed appropriately with a blood leak alarm. The blood leak was visible with a blood streak observed inside the dialyzer. A blood test strip confirmed the presence of blood. No physical damage was noted on the dialyzer. After the leak was noted, the treatment was paused. The patient¿s bp at this time was 159/65. The patient¿s blood was not returned resulting in an estimated blood loss (ebl) of 250ml. No adverse effects were experienced immediately following the leak. The patient had no complaints, and no medical intervention was administered. The patient was alert to person, place, and time. The patient was moved to another 2008t machine and re-setup with a new optiflux 160nre dialyzer and new combi set bloodlines. Treatment was resumed at 9:21am and the patient¿s bp was recorded as 134/59. At 10:00am, approximately 40 minutes after the treatment resumed, the patient¿s blood pressure (bp) dropped to 80/33 and the patient lost consciousness for a few minutes. The patient was administered 300ml of normal saline (ns) and 2l of oxygen was delivered via nasal cannula. The patient regained consciousness and the treatment was completed with the same supplies. The patient¿s bp had stabilized to 143/59, and the patient was alert and oriented at the treatment completion. The patient ended treatment at 10:40am with a uf of 1.4kg. The patient¿s end weight was 42.8kg. Additionally, the patient was administered 1g intravenous (IV) vancomycin for prophylactic treatment of the blood leak and sent home without further medical intervention. The machine the patient was on when they lost consciousness was taken out of service and evaluated by the facility¿s biomedical technician. No issues were found, and the machine was put back into service. The nurse and physician assistant believe the blood loss from the dialyzer was possibly related to the patient¿s adverse event. The dialyzer being used when the blood leak occurred was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the device. The fibers were wet, and there was blood noted inside the dialyzer, on the outside of the fibers. A bubble point leak test was performed on the returned sample. A leak was detected at approximately 330° on the non-cavity ID end, with the dialysate ports situated at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. There was one fiber fragment noted at the site of the leak which measured approximately 3.0 inches in length. An opposing end of the fiber fragment was not identified. Further examination of the complaint device did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.